Event description:
It was reported that the patient presented in the emergency room after feeling the vibratory patient notifier. The patient was asymptomatic. The patient was noted to be in back-up. The device was restored to normal function.